Manufacturer narrative:
D9: 4/3/2024. One device was received for evaluation. Visual inspection found worn out battery door seals, and a broken separator holder in the battery compartment. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined the inoperable air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an unresponsive air-in-line sensor. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.